Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie did not open. A technical support specialist (tss) found that the cubie was able to open. Once the tss restarted the application via task manager. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that in bd pyxis¿ medbank tower, cubie did not open. The customer reported that the user was unable to open at the time of issue and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.